Event description:
It was reported that following prolapse repair procedures in 2007, the patient passed a piece of solid biomesh from her vagina the next month. The lab measured the passed biomesh as 4.5 x 3.0 cm in size. The patient was complaining of continuous vaginal discharge and very foul odor. She was diagnosed with a severe vaginal infection - vaginitis. The doctor stated that the patient broke her biomesh, and the posterior repair has a gaping hole exposing the operative field with a rupture of the biomesh on the vaginal mucosa. The size of the hole was described at 4-5 cm x 3 cm. The patient was treated with estrogen and metrogel cream. Seven days later, the patient returned having passed additional biomesh pieces. The doctor performed a betadine and sterile water vaginal irrigation. For a week, the following month, the doctor performed additional betadine and sterile water vaginal irrigations. The month after that, the patient complained of having vulvar itching for two weeks and yeast infection. The vaginal irrigation was performed, because of tanning out of the posterior and anterior biomesh. The doctor's assessment is a disruptive vaginal mucosa. The patient was told to continue the estrogen replacement and prescribed terozo vaginal cream for yeast infection. The doctor stated that he would not provide the manufacturer with any additional information.

Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. Wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Steroids), through systemic disease (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection. Baseline report previously provided.